Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: bloody deposits at the ventricular catheter. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is very difficult permeable, while the shuntassistant is permeable. Computer control test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in the horizontal position, to be 10.66 cmh2o. This is within the specified tolerance of 9 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/ -2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the vertical position, the shuntassistant had a pressure of 20.41 cmh2o. This is within the specified tolerance of 20 cmh2o +4/ -2 cmh2o. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valves. After dismantling of the valves, clearly deposits were present in progav 2.0 and shuntassistant. Results: based on our investigation, we are not able to substantiate the claim of "under-drainage". However, we detected that the progav 2.0 valve could not be adjusted in the required pressure ranges. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
The sample is not yet available for investigation. As soon as the sample is returned, the investigation is started. Additional informations / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. (B)(6) 2018, detained with an initial setting of 5 cm. (B)(6) 2018, pressure changed to 8 cm. (B)(6) 2021, the brain ventricle was enlarged and the valve was removed for ud and etv (endoscopic third ventriculostomy) was performed. The surgeon suspected a blockage of the valve. Patient informations: unknown. Implantation: (B)(6) 2018. Explantation: (B)(6) 2021.